Manufacturer narrative:
Additional information was received that the reason for patients pain and explant procedure was due to malignant cancer. The physician believed that the patients condition was not device nor procedure related. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was hospitalized and was admitted in a rehabilitation facility due to hip or sacroiliac joint pain resulting to difficulty in walking. It was also reported that the cause of pain was unknown. The patient underwent an explant procedure.

Event description:
A report was received that the patient was hospitalized and was admitted in a rehabilitation facility due to hip or sacroiliac joint pain resulting to difficulty in walking. It was also reported that the cause of pain was unknown. The patient underwent an explant procedure.